Manufacturer narrative:
This is one of two reports submitted for this case (reference manufacturer report number 2015691-2016-01619). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20fr esheath is 7.0 mm. The patient¿s access vessel mld was reported to measure 7mm with mild calcification and moderate tortuosity. In this case, the cause of the right external iliac artery tear cannot be confirmed. It is possible that patient factors (borderline access vessel diameter for a 20fr esheath) in combination with some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure a right external iliac artery tear was found upon removal of the esheath. Right femoral percutaneous access was attempted, but they were unable to secure closure with a proglide, so surgical access was obtained. The 20 fr esheath was inserted without difficulty. Bav was performed (B)(6) times. An aortogram during bav showed filled aorta with patent coronaries. The 29mm sapien xt was positioned 60:40 aortic/ventricular and deployed with slow deployment under rvp and fluoro guidance. The valve landed at the intended position with no movement during deployment. Initial post deployment tee assessment indicated no paravalvular leak (pvl), trans-valvular leak (wire insitu). The blood pressure was low despite inotropes and adrenaline and the heart rate drop. CPR was commenced, cardiopulmonary bypass (cpb) cannulas were inserted and the patient was put on cpb. A follow up aortogram indicated unclear right coronary artery (rca) patency. After a rca angiogram was performed a stent was inserted to the rca ostia. The patient stabilized. The blood pressure then started falling and peripheral angio indicated a tear in the right external iliac artery. A tamponade balloon was used and peripheral stents were inserted. The patient remained unstable and upon further investigation of the aortogram, it appears that there was a contained annular rupture. Post procedure the patient stabilized and was weaned off ECMO. The access vessel minimum luminal diameter (mld) measured 7.2mm with mild calcification and moderate tortuosity.